Event description:
It was reported that during characterization test it was found that the max torque is above acceptable limits (98) and the snap lock nut is also broken. No patient involved.

Manufacturer narrative:
The navio handpiece, intended for use in treatment, was returned for further evaluation and a visual and functional evaluation was performed, which confirmed the reported event. The exterior condition shows excessive wear (scratches, scuffs, worn point probe channel). The reported problem was visually confirmed. The snap-lock nut is broken. The snap-lock nut is the old version without the pin. Although the reported problem was visually confirmed, a functional evaluation was performed according to pv0004 rev. C and failed. Handpiece test torque value was 98. Snap lock nut is separated from snap lock but is able to ride up and down on the worm screw. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The root cause was found to be mechanical component failure. As part of corrective actions, a new and more robust design of the snap lock has been released.